Event description:
A report was received that the patient was explanted. No further information is available at this time.

Manufacturer narrative:
Additional information was received that the patient was explanted due ineffective therapy relief after the patient had a non-device related fall. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm, model # sc-3138-25, serial # (B)(4), description: phase iii lead extension - 25 cm.

Event description:
A report was received that the patient was explanted. No further information is available at this time.